Event description:
Echocardiogram showed moderate to severe aortic regurgitation and insufficiency, "mobile linear" structures associated with the valve in the lvot with the appearance of vegetation, and the leaflets were thin and mobile witout evidence of stenosis. The patient had upper respiratory symptoms for 1 week and was initially febrile. Patient was admitted to the ER with sob secondary to pulmonary edema. The patient was diuresed and antibiotics were given for possible pneumonia and urinary tract infection. Blood cultutres were negative. The patient was not a candidate for reoperation and expired within 1-2 weeks at home. No autopsy was performed.